Event description:
Customer reported experiencing high blood glucose readings of 750 mg/dl and stated that it was due to not eating and stress. Customer stated that she is low on insulin and further reported that the pharmacist she spoke to stated that she may have had a bad vial of insulin. Customer stated that she is doing better and her blood glucose readings have decreased to 223 mg/dl. Customer declined to speak to helpline. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.